Event description:
I started having breast pain. One breast became the rock and the other was leaking, because I could tell the way it hung. I had a mammogram on (B)(6) 2019 and another f/u on (B)(6) 2019. No cancer although my one breast is leaking. Have an appt with "dr (B)(6)."

Event description:
Add'l info received from reporter on 08/08/2019 for mw5087169: I saw a plastic surgeon on (B)(6) 2019, dr (B)(6) and her office mfg said they would call me when they had the surgery scheduled, but I haven't heard anything so far ((B)(6) 2019) I feel they are having a negative effect on my body. I noticed some time ago that one breast was leaking and both have become painful and hard as rocks. They have been in for over 32 years. I was well until around 3 years ago. My dr was seeing me every month for a blood test and said I had inflammation of the "arteries". He never mentioned anything about the fact I had implant or if I should have them removed, they are a class iii high risk device which I did not know when they were put in.

Event description:
Add'l info received from reporter on 10/31/2019 for mw5087169. I had surgery by dr (B)(6) lentz on (B)(6) 2019. I had blood work done on (B)(6) 2019 and saw my primary physician on (B)(6) 2019. My sed rate had gone down to normal. My primary dr was treating me for two or three years for high sed rate. He had me on high dose of prednisone and my sed rate was always high. I'll see him again on (B)(6) 2019 and he cut me down to 5 mg and then in november to go on 5 mg every other day and he will see if it has gone down again my implants were leaking and in bad shape. I feel relieved but am working very hard to stop feeling like I am dying. I had these in me for 32 yrs, and hadn't heard that they could cause trouble. I am doing all I can to feel like I did before I realized they were leaking. In other words like an (B)(6) in rather good health.